Event description:
It was reported that the patient passed away while connected to the ventilator. The caregiver claimed, the ventilator alarms were delayed in going off. No further information was provided regarding the reported event.